Event description:
It was reported that the insulin pump had a flush drive support cap and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 170 mg/dl. Upon troubleshooting, it was found that the issue seemed to have been resolved; however, because the customer noted that the drive support cap was flush at the outer plastic part, the caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.